Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image was dark. The malfunction was detected during examination. There was no report of patient harm.

Manufacturer narrative:
Correction is being made to previously submitted h4 (related to (B)(4)) - date received by manufacturer, which is not late. The submitted date of 12/26/2010 should have been 12/26/2011.

Event description:
It was reported the camera head image was dark. The malfunction was detected during examination. There was no report of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, found poor water-tightness of the camera unit. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, water tightness is lost. Therefore, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image was dark. The malfunction was detected during examination. There was no report of patient harm.